Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID (B)(6) (lot:); product type: 3022-door motion (o2) electrical co h3: the system was serviced in the field and there was a broken door close switch. It was replaced. The system performed as intended. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system gantry closes, but the "door open" message on the pendant would not go away, so the system would not be exposed. This occurred during a scan plan case. Delay was about 4 minutes before the site began using a non-medtronic imaging system. There was no impact on patient outcome.